Event description:
The patient reportedly developed otitis media and mastoiditis and was treated with IV antibiotics (linezoilid, meropenem, vancomycin and fleroxacin). The patient's device was explanted. The patient's infection has resolved and the patient is reportedly doing well.